Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had blank display. The customer¿s blood glucose was 232 mg/dl at the time of the incident. The customer stated that, the insulin pump was exposed to fluid/moisture. . Customer reported that, the type of fluid/moisture exposure to the pump is: water. Customer stated that, the pump is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after pump exposure to moisture, screen is now blank. Customer reported that, there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. We unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.